Event description:
This is a report of a minicap with inadequate iodine. This was found before use. There was no patient injury or medical intervention associated with this event. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The manufacturing dates were from 03/09/2015 - 03/13/2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.